Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of : spondylolisthesis, l5-s1, foraminal stenosis bilateral , herniated nu cleus pulposus. The patient underwent following procedure: right sided transforaminal posterior interbody fusion l5-s1, left sided transpedicular decompression of l5-s1 nerve roots for herniated nucleus pulposus. Cage instrumentation .bilateral l5, s1 pedicle screws. Posterior spinal fusion , l5-s1. Per -op notes, ". . . Decortication was achieved . Bone morphogenic protein cancellous autologous bone was placed there for posterior spinal fusion. The cannula were directed to the facet joint at l5-s1...rhbmp-2 was placed in its most medial aspect and this once this was done and access to the facet joint and resection of all bone between the pedicle at l5 <(>&<)> s1 was achieved .. Screws were inserted on the left at l5-s1...and then cancellous autologous bone , rhbmp-2 were placed in the anterior third of the intradiscal space at l5-s1 and then a insert filled with cancellous autologous bone and rhbmp-2 was inserted into the instradiscal space. .." No patient complication was reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.